Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the scale markings were off with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the customer can not use the new 50cc markings on syringe. Customer stated they are not able to do dosage correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the scale markings were off with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the customer can not use the new 50cc markings on syringe. Customer stated they are not able to do dosage correctly.